Event description:
An international customer reported repeated positive mycobacterium growth on swabs taken from the automatic endoscopic reprocessor's water outlet, basin, and cleaned bronchoscope. The swabs were taken after disinfection. The customer stated there was mycobacterium found on scopes even after thorough scrubbing and cleaning. The facility is concerned that the two aer units are colonized with this strain of mycobacterium abscessus that could not be killed by hld. The aer systems have been quarantined due to the potential spread of infection from patient to patient. There have been no reports of any patient infection due to this particular strain of mycobacterium abscessus. The infection control department at the facility has not identified the actual source of the contamination. It is reported that they were using a disinfectant (steranions) that was also contaminated. They have changed to cidex opa and are pending results to see if the disinfectant is also contaminated. The water filters for the aer have been changed there is no additional information at this time. Upon receipt of additional information, a supplemental medwatch report will be submitted.

Manufacturer narrative:
This unit has been quarantined. Service information has been requested. Advanced sterilization products (asp), co-manufacturer, provides all maintenance and technical support for this device. Asp has evaluated this incident. In addition to this MDR, an MDR has been filed by asp under minntech's name and establishment number. Additional information regarding this incident has been requested from asp.